Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the implant the patient was seen in the emergency room with chest pains with respirations. A computerized tomography (CT) angiogram was done which revealed a moderate to large pericardial effusion. A pericardiocentesis was done and the leads remain in use. The patient is a participant in the (B)(6). No further patient complications have been reported as a result of this event.